Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the actions/interventions taken to resolve the failure to detach were repeatedly using the backup detachment, found that it could not be detached. The cause of the failure to detach was not determined. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
H3: the axium device was returned. The actuator interface was found loose within the coupler tube, indicative of detachment using an instant detacher. The break indicator was found unbroken. No evidence of manual detachment attempts was found at this location. The axium pusher was found kinked at ~ 80.5cm and bent at ~160.0cm from the proximal end. The distal ~3.0cm of the pusher was found bent/curled into a helix shape. The coin was found partially retracted out of the lumen stop. The release wire/coin was found damaged. The implant coil was still attached to the pusher and found damaged. The implant became detached during analysis due to light handling. The lumen stop was found damaged (ovalized). The loose actuator interface was pulled, and the coin/release wire did not freely move as it was found stuck. The inner diameter of the lumen stop could not be measured due to the damages. The coin was measured to be ~0.077mm @ 0.063mm, ~0.89mm @ 0.127mm, and ~0.090mm @ 0.275mm, which is within specification (specification: 0.063mm ¿ 0.089mm @ 0.063mm; 0.075mm ¿ 0.105mm @ 0.127mm; and 0.086mm ¿ 0.108 @ 0.275mm). Based on the customer report and device analysis, the customer report of "non-detachment" was confirmed as the implant was returned still attached to the pusher. The lumen stop and coin/release wire were found damaged, indicative that the coin was jammed within the inner diameter of the lumen stop, likely leading to the reported non-detachment. The cause of the coin stuck within lumen stop could not be determined. The distal pusher was found curled into a helix shape, indicative the release wire retracting while stuck within the pusher, causing the pusher to bend into itself. In addition, the release wire did not move smoothly within the pusher, potentially contributing towards difficulty detaching the implant. Customer reported multiple manual detachment attempts, however, the pusher was unbroken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of an unruptured aneurysm in the left ophthalmic artery using an axium coil, the device could not be detached during the push process. The aneurysm had an amorphous morphology with a maximum diameter of 4.5 mm and a neck diameter of 3.3 mm. The procedure involved a sheath, microcatheter, and guidewire, all prepared as indicated in the instructions for use. The physician attempted to detach the coil with the instant detacher once, and then manually via hypotube five times, but the coil remained non-detached. The microcatheter and instant detacher were discarded after use, and the product was replaced by another manufacturer's product. The patient's blood flow was normal, and vessel tortuosity was moderate. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.